Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported through a clinical study that the subject had hyperglycemia and ketones. Blood glucose level at the time of the incident was over 485 mg/dl. The subject experienced symptoms related to high blood glucose such as nausea and thirst. High blood glucose was treated with 2 units of insulin and blood glucose was down to 403 mg/dl after 2 hours. Subject changed the infusion set and found that the cannula was bent. Blood glucose went down to 145 mg/dl. No product will be returned for analysis.